Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1884l as per new additional information and updated in sections b5, d1/d2a/d2b and d4. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (replaced health effect - impact code 4613 with 2199 for health effect - clinical code 1905) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and infusion set tape came off. Customer reported blood glucose value of 400 mg/dl. The event involved product(s) unk_ngp, mmt-431ak. Troubleshooting was not performed. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-1884l. No product return was required for mmt-431ak. No product return was required for mmt-342g.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and infusion set tape came off. Customer reported blood glucose value of 400 mg/dl. Customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_ngp, mmt-431ak. Troubleshooting was not performed. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-431ak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.